Event description:
The customer contact reported the device bolus cord doesn't fit in the connector. It was reported that a pin appeared to have broken off in one of the holes of the connector. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
The bolus cord was not returned to the service ctr for evaluation. However, visual inspection of the pump found the bottom end cap had a broken bolus cord pin stuck in the bolus cord connector. The probable cause of the broken pin is due to excessive force being applied in order to disconnect the cord from the device resulting in breaking of the pin. The probable cause for damaged bolus cords is due to an inadequate design of the cord strain relief/connector and customer mishandling. The inadequate design is linked to the amount of force required to disconnect the cable, customers are grabbing the cord or the ferrite to remove the cord (not the hospira recommended method). As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.